Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. An attempt was made to replace the rv lead but was not successful due to patient anatomy. The rv lead remains implanted. The patient was stable and will continue to be monitored.